Event description:
It was reported that during implant of the right ventricular (rv) lead the lead exhibited intermittent capture. The output of the rv lead was adjusted but the intermittent capture remained. The physician was attempting a bundle of his lead placement and believed the position of the lead may have caused the issue. The rv lead was explanted and a new lead was placed in the rv septum. No patient complications have been reported as a result of this event.